Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll germany. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The analog board, pace/defib (pd) engine board, and 11 conductor flex cable assembly were all replaced to reduce the probability of complaint recurrence. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 79" and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported malfunction.